Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had post-reset ram crc alarm. The customer¿s blood glucose level was 13.5 mmol/l. Customer states that they were able to clear the alarm and able to rewind the insulin pump but error occurred more than once. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement, self test and displacement test. No post-reset ram crc alarm alarms noted during testing. Device functioning properly.